Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set broke below the lower y-site while priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed the tubing was separated from the y-site clealink in the upstream part. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is due to improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.